Event description:
Caller reported a malfunction on the pump, describing reset actions taken for several similar malfunctions between june and september 2025. There was no adverse impact to the customer¿s blood glucose level reported. The customer decided against further troubleshooting and received a replacement pump from technical support.